Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the device failed pressure transducer test during pre-use check. Unfortunately, the information about final solution was not provided to us and no more details have been obtained in regards which part turned out to be the source of the issue. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufaturer's ref. #: (B)(4).